Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics. The insulin pump was received with a missing end cap sticker and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, damage, and alarmed button error. The customer's blood glucose reading was 130 mg/dl. The customer stated the insulin pump was exposed to rain water. He stated there was a crack on the battery compartment. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.